Event description:
This is a case report received on (B)(6) 2012 by a baxter representative. This is a spontaneous case for a patient with peritonitis. Patient was treated with dianeal pd4 and extraneal solution. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent, and was hospitalized. The cause of the peritonitis was unknown. On (B)(6) 2012, remedial treatment with vancomycin and fortum was stopped and the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This complaint for peritonitis is not confirmed. The assignable cause is no device malfunction or use error.